Event description:
It was reported that a patient implanted with an impella rp experienced high placement signal values and low flow. The p level was increased without resolution. The pump was explanted and the patient is in stable condition.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella rp was placed via the femoral vein to support the 52-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The only other history and medical comorbidities known are that the patient was an out of hospital arrest who had CPR. Additionally, the patient was on inotropes and vasopressors as well as a vent for respiratory needs. The pump was supporting when on day 2 there was low flow alarming and placement signal levels were noted to be high. The pump was removed on day 3. The physician had relayed to abiomed field member that the patient has no pulmonary hypertension and ptt values were in range all the time. The flows/placement signal will be reported for the necessary pump removal/weaning which was performed with no consequence to the patient.

Manufacturer narrative:
B5 clinical narrative was added since it was omitted in the initial report. H6 medical device problem code updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella rp #500987 returned. The rpc3 was returned cut at the blue pump plug with no connector cable returned therefore pump testing was not possible. The pump was imaged and there was no biomaterial around impeller or in inlet area and no visual abnormalities with dp sensor. Low or blocked pump flow/placement signal issue: clinical reported high placement signal values with reduced pump flows. The cause of the low pump flow and placement signal issues could not be reproduced as no data logs were returned and cut pump was returned which was insufficient for analysis and testing. Device history lot: device lot: 1767764. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.